Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient was treated with antibiotics (date and type not reported) due to inflammation at the implant site. It was discovered that the implant had migrated and subsequently, revision surgery was performed on (B)(6) 2015, to re-position the device. It was reported that the patient had developed further inflammation and exposure of the receiver/stimulator. The patient underwent two different procedures, the first on (B)(6) 2015 and the second on (B)(6) 2015, to revise the skin flap, however; the issue did not resolve. The implanted device remains. Explantation and re-implantation on the contralateral side is planned, however; has yet to occur as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report filed february 5th, 2016.

Manufacturer narrative:
Per the clinic, the patient was administrated od antibiotics (type not reported) for an inflammation on the right mastoid, followed by revision surgery to correct the migration of the implant, which was followed by the implant extrusion at the site of inflammation. The device was explanted (B)(6) 2015. Is unknown if there are plans to reimplant the patient as of the date of this report (B)(6) 2016.